Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately erratic/high and the label containing the serial number was faded. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that for the past two months, the patient has been obtaining inaccurately high blood glucose readings. She reported three results of 470, 320 and 240 mg/dl. According to the reporter, on several occasions, the patient reportedly took an increased amount of insulin based on her meter readings and subsequently suffered low blood glucose symptoms of sweating, fatigue, and passing out. The paramedics were called and the patient was treated with oral glucose. The technique for cleaning the puncture site was incorrect and the technique for testing their blood glucose was correct. According to the cca, the reporter alleged inaccurate erratic results, however, the results that the reporter alleged were not found in the meter's memory. This complaint is reported, as the reporter alleged high results on the meter, the patient allegedly took insulin based on the meter, and symptoms were reported after taking the insulin.